Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Block d4, h4: the complainant was unable to provide the upn and lot number of the suspect device. Therefore, the manufacture and expiration dates are unknown. Block h6: imdrf device code a050501 captures the reportable event of bands unable to deploy.

Event description:
Note: this report pertains to one of two devices used during the same procedure. Refer to manufacturer report number 3005099803-2024-04385 for the first speedband superview super 7, and 3005099803-2024-04386 for the second speedband superview super 7. It was reported to boston scientific corporation that a speedband superview super 7 was used in the esophagus to remove esophageal varices during an upper gastrointestinal with a gastroscope for esophageal varices procedure performed on an unknown date. During the procedure and inside the patient, the physician went to deploy the first band and after achieving a red out, the handle jammed, and the band could not deploy. The procedure was completed with another speedband superview super 7. It was noted that no difficulty was experienced upon setting up the device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.